Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a patient experienced a capsular tear during a surgery while using an irrigation/aspiration handpiece. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and confirmed the accuracy of the system transducers and aspiration flow rates. The I/a handpiece and reflux functionality were tested with no issues found. The system was then tested and met all product specifications. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system or handpiece had any effect on the integrity of the posterior capsule. The system was examined and was unable to find any issues attribute to the reported event. The system was tested and found to meet product specifications. The equipment was manufactured on december 22, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The phaco handpiece serial number (sn) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The manufacturer internal reference number is: (B)(4).